Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed an image error (green image) and traced the failure back to a defective r-unit. Therefore, this event/incident was attributed to component failure. Additionally, a cut in the grey protective hose was determined, which is most likely attributable to improper handling. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
The video telescope was returned for repair with a suspected "false contact" reported by the customer. During the inspection an image failure (green image) was determined. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.